Event description:
Per information provided: on (B)(6) 2004 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent laparoscopic repair with the explant of unknown marlex mesh and implant of three composix e/x mesh (device #1, device #2 and device #3). Per operative notes, ¿old unknown marlex mesh was removed. Three bard composix e/x mesh (device #1, device #2 and device #3) was placed and sutured.¿ (note: there was no information mentioned of the previously placed marlex mesh, lot and catalog no. Are unknown.) On (B)(6) 2009 - patient was diagnosed with incarcerated recurrent incisional hernia, pain, adhesion thereby underwent open repair with the implant of the bard composix kugel mesh (device #4). Per operative notes, ¿all adhesions were taken down. Bard composix kugel mesh (device #4) was placed and sutured.¿ on (B)(6) 2013 - patient was diagnosed with incarcerated ventral hernia, adhesion, pain thereby underwent open repair with explant of composix e/x mesh (device #1, device #2 and device #3) and bard composix kugel mesh (device #4) and implant of bard composix mesh (device #5). Per operative notes, ¿all adhesions were taken down. All old meshes composix e/x mesh (device #1, device #2 and device #3) and bard composix kugel mesh (device #4) were removed. One bard composix mesh (device #5) was placed and sutured.¿ on (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia, mesh infection, adhesion thereby underwent open repair with explant of old bard composix mesh (device #5) and implant of bard ventralight st mesh (device #6). Per operative notes, ¿hernia sac, adhesions were taken down. Old bard composix mesh (device #5) was excised. One ventralight st mesh (device #6) was placed and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2008) is considered to be a best estimate. This emdr represents the bard mesh - composix kugel (device #4). An additional supplemental emdr was submitted to represent the bard mesh - composix e/x (device #1) and additional emdrs were submitted to represent bard mesh - composix e/x (device #2), bard mesh - composix e/x (device #3) and bard mesh - composix (device #5). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.